Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting. The lens was exchanged with a longer length lens and the problem was resolved.